Manufacturer narrative:
Corrected information provided in b.3. And e.4. On the initial medical device report (MDR), the event date known field was marked as "ni." It should have been marked as "yes." Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, when advancing the lens the physician noted that one haptic was not in order. There was no patient contact with the deivce.

Event description:
A health care professional reported a defective iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).